Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-procedure with loss of capture on the left ventricular lead. A lead revision was performed, and it was noted that the left ventricular lead was damaged. The lead was explanted and replaced, and the patient was stable.